Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin result. The quality control (qc) was within range on the day of event. The ccc reviewed findings with the customer and the supervisor, who believed the discordant result was related to sample integrity. The customer declined further troubleshooting. The cause of the discordant vancomycin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported and was questioned by the pharmacist. The same sample was repeated on the same instrument, and recovered higher. The corrected result was reported to the physician(s). The sample was repeated on an alternate instrument the following day and also resulted higher. There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The initial MDR was filed on aug 28, 2017 additional information (09/26/2017): the customer care center (ccc) stated that there was a below reference range error flag on the sample. A siemens headquarters support center (hsc) specialist reviewed the data. No details regarding sample handling and pre-analytical conditions were provided. The hsc checked the result and there was no indication of a reagent or reagent delivery issue. The hsc suspected that there was fibrin or cellular debris pulled into the aliquot well and/ or probe which could have caused an issue when the initial sample was processed.